Event description:
The complaint/event involved a unspecified tego connector. It was reported that air was being drawn into the dialysis circuit, the line separated from the patient. Further, when flushing the line via the tego connector, a hairline crack was observed and blood was oozing out of it. There was a defect with the connector resulting in it not being airtight. There was no report of harm associated with this complaint/event.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received. Without the returned device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.